Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut, breaking the lead 2- wire in the cable near the jst connector. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.